Manufacturer narrative:
The customer indicated that quality control (qc) prior to the event was within laboratory established ranges. A review of the customer's data shows that the ranges are extremely wide, and that qc did exhibit imprecision on the day of the event, but the qc data does not show at what time each data point was generated. It is not known if the imprecision occurred prior to or after the event. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a damaged electrolyte injection cup (eic) quad ring and a tear in the right side of the eic valve. The fse cleaned the eic, replaced the quad ring, spacer and eic valve assembly. The fse noticed that the modular chemistry (mc) sample wash collar was dirty. The fse replaced the wash collar and mc sample probe. Instrument performance was verified. Failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.

Event description:
A customer contacted beckman coulter (bec) reporting that the synchron lx I 725 clinical system generated false high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) results for three (3) patient samples. The results from patient # 1 were reported out of the laboratory. When the issue was noticed, the samples were repeated on an alternate dxc instrument in the laboratory and the one report (from patient #1) was amended. There was no impact to patient treatment associated with this event.